Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold and black in the shell leak test and microscopic analysis was performed which identified: sharp opening on anterior, opening crack and yellow particles inner device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior (under plug strap disk shell) assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.